Manufacturer narrative:
H6: evaluation codes updated. Two unopened devices were received for investigation. The devices were visually inspected and functionally tested. The reported problem could not be duplicated. The devices performed as intended. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. Device has not been returned to manufacturer.

Event description:
It was stated that filter cap was exploding off the syringe. Blood was leaking out of the top. The operator of the device was a health professional. The event occurred at the hospital. The event occurred during removal or end of the therapy. The device was unknown if available for investigation. Making an attempt to visit the unit to get a sample. There was no injury. There was a patient involvement, and no patient harm/adverse event reported.